Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification and stenosis remains indeterminable. If new information is received a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 25mm pericardial mitral valve was explanted after an implant duration of approximately 2 years due to calcification leading to stenosis and inadequate coaptation of leaflets. The patient was reported to be recovering well. No other information was provided.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: corrected b5.

Event description:
Edwards received notification that this 25mm pericardial mitral valve was explanted after an implant duration of approximately 3 years due to calcification leading to stenosis and inadequate coaptation of leaflets. The patient was reported to be recovering well. No other information was provided.